Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that after the patient¿s third ins, their right scm muscle started getting really hard and painful. It started behind the right ear where the leads were, and went down the front of their neck. The doctor told the patient it was nothing. At this time the patient¿s cortisol level went down to 2, and they started having problems with their pituitary system. The muscles on the back right side of the neck were enlarged. The doctor didn¿t seem concerned. The patient¿s aldosterone also went low and was on medication to keep their blood pressure from dropping too low. The patient needed to get an MRI of the pituitary, so the doctor finally took it out and charted ¿the patient wanted it out for no reason and it was working fine.¿ after the operation, the patient started having even more neck pain than before. No further complications were reported or anticipated.